Manufacturer narrative:
Specific patient information with regards to age, gender, ethnicity, race and weight was not provided. No lot number was provided therefore manufacture date cannot be determined. The product was not returned and no lot number or part number was provided; therefore, no evaluation can be conducted.

Event description:
An alleged complaint was reported that when the doctor opened and removed the obturation without solvent it was described as a "volcano" with blood surrounding the tooth. No further details provided.